Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was prompting the battery icon symbol. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at about 7:00am. At the time of the alleged issue, the patient stated he was not taking any diabetes medications. It is not known what action the patient took as a result of the alleged issue. The patient reported feeling weak, disoriented, and was unwell 8 hours after the alleged issue began. Between 8:00am and 9:00am that morning, the patient stated emergency medical services (ems) was contacted for assistance. When the ems arrived, the patient claimed he was tested by their meter with a reading of "49 mg/dl" and was then administered glucose tablets/glucose gel. An hour later, the patient stated he was tested again by the ems meter and obtained a reading of "90 mg/dl". At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter and there was no misused of the meter. The meter required a new battery; however a new battery was not available at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly received medical intervention from a health care professional (hcp) after the reported issue began.